Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing date: 22-sep-2020. Expiration date: 01-sep-2030. Part number: 04.037.017s, 10mm/125 deg ti cann tfna 260mm/left ¿ sterile. Lot number: 70p3678 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 67p5495. Lot quantity: (B)(4). Eight pieces were scrapped in cell for spots in the anodize. Production order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet met all inspection acceptance criteria apart from the eight pieces noted. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 52p7564. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 26-aug-2020 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong 125 degree, tfna. Lot number: 47p4823. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: 49p2705. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 12-feb-2020 was reviewed and determined to be conforming. Lot summary report dated 20-mar-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2022, the patient underwent a surgery to implant tfna for an atypical subtrochanteric femoral fracture on both sides. On (B)(6)2023, the patient came to the hospital due to pain, and non-union of breakage of the nail on the left side were identified. On (B)(6)2023, a revision surgery with non-synthes implants was performed due to poor internal fixation caused by breakage of the nail. The revision surgery was completed successfully. The surgeon mentioned that the nail broke off slightly distal to the area where a blade is passed through. This report involves one10mm/125 deg ti cann tfna 260mm/left - sterile. This is report 1 of 1 for (B)(4).